Event description:
Medtronic received information that approximately seven years after the implant of this transcatheter bioprosthetic valve the patient became symptomatic with shortness of breath, a cough, generalized fatigue, and dyspnea on exertion. Transesophageal echocardiogram (tee) showed that the valve was well seated and chest x-ray showed findings consistent with postsurgical changes from a transcatheter aortic valve replacement (tavr). Tee showed severe aortic regurgitation, stenosis and echogenic material. It was suspected that the material was either artifact or old vegetation, but neither was able to be confirmed. Blood cultures were negative. Medication was administered. The pvl had progressed to severe pvl. Severe stenosis and chronic diastolic heart failure were diagnosed. Subsequently, a successful valve-in-valve was performed with a 23mm non-medtronic valve. During the replacement procedure an embolic protection device was placed via the right radial access. Concomitant to the tavr, percutaneous coronary intervention (pci) with balloon ang ioplasty to the ostium of the right coronary artery was performed. The previously planned pci was a precautionary procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and twenty-five days following the implant of this 31mm transcatheter bioprosthetic valve, echocardiogram showed moderate-severe aortic regurgitation (ar) likely valvular with eccentric posteriorly directed ar jet. The patient was euvolemic on exam with stable weight and vitals. No treatment has been provided and the condition would be monitored. No adverse patient effects were reported. Additional information was received that indicated the moderate-severe aortic regurgitation was transvalvular. No adverse patient effects were reported. Additional information was received that approximately seven years post implant an echocardiogram indicated severe aortic regurgitation and echogenic material. It was suspected that the material was either artifact or old vegetation. Blood cultures were drawn and angiogram for diagnostics was performed. Intervention was pending results. No adverse patient effects were reported. Additional information was received that following the implant of the valve moderate paravalvular leak (pvl) was present. Approximately seven years after the implant, the patient became symptomatic with shortness of breath (sob), a cough, generalized fatigue, and dyspnea on exertion. Transesophageal echocardiogram (tee) showed that the valve was well seated and chest x-ray showed findings consistent with postsurgical changes from a transcatheter aortic valve replacement (tavr). Medication was administered. The pvl had progressed to severe. Severe stenosis and chronic diastolic heart failure were diagnosed. Subsequently, a successful valve-in-valve was performed with a 23mm non-medtronic valve. During the replacement procedure an embolic protection device was placed via the right radial access. Concomitant to the tavr, percutaneous coronary intervention (pci) with balloon angioplasty to the ostium of the right coronary artery was performed. The previously planned pci was a precautionary procedure. No additional adverse patient effects were reported. Additional information was received that further described the patient's worsening aortic regurgitation. Approximately seven years and one month following valve implant, the patient presented to clinic for pre-admission testing prior to the tavr. During pre-admission testing, the patient developed sob. Subsequently, the patient was referred to the emergency department and was admitted. No treatment or intervention was reported and the patient was discharged two days later. It was determined the tavr procedure would still commence and occurred three days after discharge. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: a1. Patient identifier b5. Updated to include all event related information. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Additional codes. Added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.